Manufacturer narrative:
Unit received with constant flashing white display due to corroded electronics assembly. Unable to verify post-reset ram crc alarm due to constant flashing white display. Motor and force sensor was also corroded. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test due to constant flashing white display.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 5.6 mmol/l. The customer stated that they were able to clear the alarm and rewind the insulin pump. The insulin pump will be returned for analysis.